Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; both output connectors were broken. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) cable connectors were broken. The epg has been returned for repair. No patient complications have been reported as a result of this event.